Event description:
Underdelivery reported. The pump was set to deliver 1750ml of total parenteral nutrition over 16 hrs. The next day it was noted that only 500ml's had infused. No alarms had been reported. The pt had the remaining total parenteral nutrition infused that day. No pt harm was reported. The pump was switched out. No add'l info available.